Manufacturer narrative:
The investigation into the automated impella controller has been completed. The automated impella controller was returned for investigation. Data analysis showed after 2 days, 12 hours since the pump was started, the log recorded a powermod_1 communication issue. The persistent powermod_1 communication issue resulted in controller error ¿ alarm, event #1023, during the support. This confirms the reported failure mode. This console was tested which showed ¿n.a.¿ for powermod_1 hardware revision and visually confirmed the power battery manager circuit board corrosion. The root cause of the controller error was power battery manager circuit board contamination.

Event description:
The complainant in japan reported that while the impella was running a controller error alarm occurred. The aic was exchanged. It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome.